Event description:
During an endoscopy procedure, the physician used a cook endoscopy huibregtse single lumen needle knife. During a cautery application, the needle was held stationary. The needle broke and separated from the distal end of the device. The broken section of the needle was retrieved from the pt using forceps. No additional medical procedures were required, due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot # said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: info provided with the report indicated that the needle was held stationary when current was applied. This is the most likely cause for the reported needle breakage and detachment. The instructions for use state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position during an application of cautery can result in breakage and detachment of the needle knife. Needle knife breakage and detachment near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit MFR's instructions. Needle knife breakage and detachment near the distal end can occur if needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Prior to distribution, all huibregtse triple lumen needle knives are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report could not be verified. The info provided indicated the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.